Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-jun-2023. Investigation summary: two samples of material mx4436 was returned for quality investigation. The customer complaint was verified by visual inspection of the tubing. Investigation of the samples submitted show that one of the tubing samples was cracked at the extension set manifold port, and the other samples was broken at the luer connector. Further investigation of the breaks indicates that a large amount of force was applied at the connection location creating the failure. A device history record review for model mx4436 lot number 23019085 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this failure could not be determined based on the information provided and the investigation conducted at the manufacturing facility. The investigation at the manufacturing facility did not identify any part of the production process that would have applied the type of force needed to break the tubing at the locations seen in the samples. Additionally, the customer stated they received the product already broken in the package. The possible root cause for the failure is that the infusion set was damaged during transportation.

Event description:
It was reported that 2 bd maxguard¿ extension sets with needleless y-site, stopcock and manifold each from lots 22119025 and 2319085 had issues with breakage near the manifold. The following information was provided by the initial reporter: "mx4436 is breaking near the manifold this occurred 2x w/ 2 different lot #'s. 3. Was this noted on before use or during/after use? This was noted prior to use. 4. Was there any patient involvement? Was there any adverse event or serious injury? No. 5. What procedure was being done during the incident? Tubing was pulled to prepare patient for surgery. 6. Was there any leakage found? No item was defective in packaging. 7. What medication/solution was used during the incident? None".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22119025, d.4. Medical device expiration date: 05-nov-2025, h.4. Device manufacture date: 01-nov-2022. D.4. The reported lot# 2319085 was not found for the reported catalog# mx4436. D.4. Medical device lot #: 2319085, d.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxguard¿ extension sets with needleless y-site, stopcock and manifold each from lots 22119025 and 2319085 had issues with breakage near the manifold. The following information was provided by the initial reporter: "mx4436 is breaking near the manifold this occurred 2x w/ 2 different lot #'s. Was this noted on before use or during/after use? This was noted prior to use? Was there any patient involvement? Was there any adverse event or serious injury?: no. What procedure was being done during the incident? Tubing was pulled to prepare patient for surgery. Was there any leakage found? No item was defective in packaging. What medication/solution was used during the incident?: none".